Event description:
N/a.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block could not be conclusively determined. The cause of the reported bradycardia and arrhythmia was unable to be determined. The reported surgical intervention was due to case-specific circumstances. Following the procedure, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). Calcification was observed at a depth of 14mm beneath the aortic annular plane in the interventricular septum. The valve was successfully implanted at a depth of 3mm. Post-procedure, the patient developed symptomatic bradycardia with intermittent complete heart block and sinus pauses. These symptoms persisted and did not resolve the following day. As a result, on (B)(6) 2025, an unknown pacemaker was implanted. The physician believes the patient or user experienced adverse health consequences due to the performance of the product and the patient¿s anatomy. There was no prolonged hospital stay for monitoring of rhythm. The patient was stable and discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.